Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, it was reported that a minimum fill notification occurred. Although requested, the customer declined to provide additional information and declined to troubleshooting. The customer's blood glucose level was 110 mg/dl.